Event description:
It was reported by the customer "when the catheter was opened and the catheter was pre-flushed, a white foreign body was found flushed out of the catheter valve, and the catheter was afraid to use the catheter in the human body, and re-opened the new catheter for insertion." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "when the catheter was opened and the catheter was pre-flushed, a white foreign body was found flushed out of the catheter valve, and the catheter was afraid to use the catheter in the human body, and re-opened the new catheter for insertion." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, "when the catheter was opened and the catheter was pre-flushed, a white foreign body was found flushed out of the catheter valve, and the catheter was afraid to use the catheter in the human body and re-opened the new catheter for insertion." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material within the catheter was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample was received with an inlaid stylet. A piece of white material was observed within the catheter at the distal end. Microscopic inspection of the catheter confirmed the presence of white material inside the catheter near the valve. The white material was removed from the catheter. It was glossy and appeared consistent with a semi-rigid polymer. The material was similar in color to the plastic stylet flushing connector. The manufacturing site has conducted awareness training in response to this event.

Event description:
It was reported by the customer "when the catheter was opened and the catheter was pre-flushed, a white foreign body was found flushed out of the catheter valve, and the catheter was afraid to use the catheter in the human body, and re-opened the new catheter for insertion." No other information was provided.